Event description:
Report received the clave housing separating from the remaining components of the clave valve. The pt was receiving propofol therapy through one of the clave y-sites of the extenstion set. At an unspecified time into the infusion, the clave housing separated from the remaining components of the clave valve. The propofol tubing remained luer locked to the clave housing. The separation was noticed immediately. There was an unspecified amount of bleed back and an unspecified amount of leakage from the remaining components of the clave. There was no blood loss reported. The extension set was removed from the pt and therapy was resumed. There were no adverse pt effects reported. Though requested, no additional info was available.